Event description:
It was reported that the patient presented at the emergency room on (B)(6) 2026 for an infection that developed at the pod¿s infusion site (leg) after wearing the pod for longer than 48 hours. The patient reported that their blood glucose levels were getting high (exact value not provided) and when they removed the pod the infusion site was bruised and had purulent discharge. The patient was diagnosed with cellulitis and treated with unspecified antibiotic injections and oral sulfamethoxazole/trimethoprim. The patient was released after two hours and was able to continue treatment with a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.